Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 6f,14f, angiomax, impella, proglide suture (x1). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices are filed under a separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an interventional impella assisted procedure. Reportedly, two proglide devices had no suture present when the proglide plunger was removed. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 14f for the impella assisted procedure. A retroperitoneal bleed occurred at the iliac artery and the patient was unstable. The physician stated the retroperitoneal bleed was caused by devices used during the intervention and it was not caused by the proglide devices. Stenting was performed to manage the retroperitoneal bleed. The impella procedure was completed. During tightening of the successfully preplaced sutures a suture break occurred with the sutures of one device. Hemostasis was not achieved with the remaining suture. The patient was unstable. Manual compression was applied and the patient was stabilized. The patient was taken to the or for surgical cutdown to achieve hemostasis. There was a clinically significant delay in the procedure. No additional information was provided.